Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens, glare/haloes, inflammation, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A consumer reported following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes. The lens was explanted but glare/haloes remain. Dry eye, inflammation, and possible cataract development were also reported. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim # (B)(4).